Event description:
Reference MDR #1219856-2010-00404 for the first event involving the same patient. It was reported that the second intra-aortic balloon (iab) was prepped and the md inserted the "poly sheath with the sidearm" over the same spring wire guide (swg) that was already inserted into the patients' femoral artery. The md could not advance the iab through the sheath and as a result, the md removed the iab and the sheath as one unit. Another iab was retrieved for insertion into the same insertion site; however, this time the md inserted an 8fr merit prelude sheath. The md reported that the iab "slid right in without any issues." After the iab was placed, the patient was transferred to another hospital for coronary artery bypass graft (CABG) surgery. Per the chief technician, "the patient went through the surgery with no issues." There was no reported patient death or injury. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.